Event description:
The tag affixed to the packaging tip protector instructing the user to remove the tip protector prior to using the catheter was detached from the protector. There was no pt involvement with this device. Medwatch reports have been filed regarding devices in which the blunt tip protector was not removed from the end of the catheter and was instilled into the ureter with the contrast media. This device is currently being evaluated by this MFR. Following comletion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number.